Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/13/2020 additional information: d10 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/14/2020 h3 evaluation: it was received for analysis a labeled winding former with a re-parked needle-suture of product code sxpp1a405, lot plz661. During the visual inspection of the needle-suture, the swage and attachment area were noted to be as expected. However, marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined along of the strand body fluids and damaged barbs were found. Also, a side of the fixation tab were broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suggests an improper handling and the complaint is verified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device plz661 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent myomectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke when sewing the uterus. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.